Event description:
Reporter indicated that pt's chest incision opened 1 inch and that the pt was subsequently seen in hospital emergency room, at which time an antibiotic injection was administered. The incision site was cleansed and stent strips were applied. An oral antibiotic was also prescribed. Three days later, there was no drainage and the incision was reportedly closing.

Event description:
Further follow-up revealed that the pt is doing well and the vns device has been activated. The cause of the event was likely due to the vns implant surgery.